Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open hartman procedure. The stapling device was being used for the anastomosis of the colon. The stapler misfired and partially fired. The surgeon did not close and look for the green in the firing window before firing. Also broke off the safety when using force to fire. The anvil could be tilted after firing and the anvil was not bent. The stapler sizers were used. The surgeon cleaned the area of the misfire and used a second device. The safety latch was broken off the second device as well. A third device was used, and the surgeon was able to successfully fire. There was tissue damage as a result of the problem, but was not considered permanent. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The safety was observed to be broken. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.